Event description:
Patient reported, right side "capsular contracture". The device has been explanted. Healthcare professional, later reported, right side "preventive replacement".

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Anxiety-product/procedure-breast: unable to observe, since it is not related to the device. Capsular contracture-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "capsular contracture." The device has been explanted. Healthcare professional later reported right side "preventive replacement."

Manufacturer narrative:
Photos of device received, pending photo analysis.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown to unknown side. The device remains implanted. This record pertains to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, d4, d9, h3, h6.

Event description:
Patient reported right side side capsular contracture baker grade unknown. Healthcare professional later reported right side "preventive replacement." The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/26/2023.

Event description:
Patient reported right side "capsular contracture." The device has been explanted. Healthcare professional later reported right side "preventive replacement."